Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used in an unknown patient for an ascitic tap procedure. The user reported after locking the device, blood was observed leaking from the hub of the mac-loc near the suture string. The user removed the device and completed the procedure with an unknown device successfully. As reported, the patient did not experience any adverse effects. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
D10 ¿ product received on: (B)(6) 2019. Investigation ¿ evaluation . A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and documentation of the device, as well as a visual inspection, dimensional verification, and functional test, were conducted during the investigation. One lightly used catheter was returned for investigation. The device was measured to be within specifications. A leak test confirmed the presence of a leak at the locking lever as well as between the hub and connector cap. The mac-loc insert was also found to be not set properly. Tug and twist tests found the proximal assembly to be secure. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found no related non-conformances with the device lot. It should be noted that there no other complaints reported for this lot number. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been added to the description of event since the previous medwatch was submitted.